Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during set up. The system was switched out and the case proceeded. The pt had received a peribulbar block. The case was delayed a couple of minutes. No pt injury was reported.